Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual inspection on the shaft segment did not show any obvious damage except the catheter was returned without funnel and the balloon was burst. Based on the complainant, the balloon was not able to deflate. Therefore, they had cut the catheter but it is not work. As such, they need to puncture the balloon. Since the balloon was burst, an investigation on the balloon could not be conducted. Non deflation could be due to various reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process. Catheter with defective balloon will be other remarks: culled out during this process. Balloon could not be deflated may due to various reasons. However, as the returned balloon was burst, further investigation could not be conducted and therefore this complaint is not confirmed.

Event description:
It was not possible to deflate the catheter balloon with a syringe. To speed up the procedure of removal, the catheter was cut. The fluid did not come out. Then the surgeon punctured the bladder, and punctured the balloon of the catheter.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
It was not possible to deflate the catheter balloon with a syringe. To speed up the procedure of removal, the catheter was cut. The fluid did not come out. Then the surgeon punctured the bladder, and punctured the balloon of the catheter.